Event description:
It was reported that the customer received a button error alarm on the insulin pump while she was sleeping. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. However, insulin pump had moisture damage was found at keypad traces. Insulin pump received with cracked case at display window corners, reservoir tube lip, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.